Event description:
According to the reporter: during the procedure the adapter rotated when the fire button was pressed. Upon removal of the sulu the adapter rotated and subsequently continued to rotate every time we cycled the handle. A blue light was also observed at this time. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).